Event description:
During a pph procedure, the staples only formed 3 quadrants of the circle. However the doughnut was normal. The surgeon sutured over the quadrant of the transection to complete the procedure. There was no pt consequence.